Event description:
It was reported that the patient was hospitalized for facial laceration. The patient was treated by debridement and suture. And cefepime pentahydrate and tinidazole were used to prevent infection. The indwelling needle was fixed by transparent dressing. After injection completed, the patient reported that the skin around the indwelling needle was itchy. The nurse found that the skin was congested and red, and considered of allergy, so the indwelling needle was removed and replaced with ordinary infusion set. No similar situation occurred again.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as the lot number provided is not a valid lot number for this product, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out using the part number provided, there have been no further complaints reported with this failure mode in the past three years. The device was used in treatment. As no samples were returned a product evaluation could not be carried out. A clinical investigation concluded; ¿the information provided is insufficient to determine whether the patient¿s symptoms are due to a pre-existing or concurrent medical condition (allergy history, skin/dermal sensitivities). It was further communicated, the iv3000 was subsequently replaced and the issue resolved. Therefore, no further medical assessment is warranted at this time.¿ a risk management review was carried out which identified some potential causes for the reported issue. The risk files for this product contains multiple failure modes leading to type 4 sensitisation such as expired dressings, skin preparation treatments and patient allergy to components in the dressing. Without further information an accurate failure mode cannot be assigned. The IFU outlines steps for safe and proper application and care of the dressing and surrounding skin site. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.